Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative reported that they had an out of regulation error on the programmer. The impedances were checked and it was found that four electrodes were high. The patient noted a bad fall in (B)(6) 2017 and didn¿t connect the fall with the issues but felt that he had been having intermittent uncomfortable jolts. The patient was reprogrammed to exclude those electrodes and the issue was resolved at the time of the report. The indication for use was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.